Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while attempting to thread the catheter into the cystic duct it was observed that a small portion of the tip of the catheter had broken off. The catheter was removed from the pt and the operating room field as was the piece that had broken off. It was found to be in its entirety and removed from the surgical field. On (B)(6) 2012 - f/u info confirms that the catheter did separate and the small piece was surgically removed during the procedure from the female pt. Another kit was opened and used successfully for the pt. There was a delay in treatment with no harm to the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was a successful removal of the pt's gall bladder.